Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the charger flashed green several times and would indicate a full battery. However, the pt programmer reads the ipg is low. A replacement charger was sent to the pt. Follow-up identified the replacement charger was received but did not resolve the issue due to a depleted battery. A third charger was attempted which communicated with the ipg but it continued to recharge the ipg for a longer period of time without indicating a full battery. Surgical intervention was undertaken on (B)(6) 2013 and the ipg was replaced.